Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018 (B)(4), it was further reported that the implantable pulse generator (ipg) was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 4068-52, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery was depleting rapidly and not meeting customer expectations. The ipg remains in use. No patient complications have been reported as a result of this event.